Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address painful left knee and loosening of the tibia at the cement to implant interface. Unknown cement manufacturer was used. Primary procedure was performed in 2016. No additional information is available. Doi: 2016. Dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2015, the patient received an attune left total knee arthroplasty to address osteoarthritis. A cemented fixed bearing posterior stabilized knee was implanted, using 2 batches of depuy gentamycin bone cement. There were no reported complications. The patient's left knee was revised on to address pain, swelling, and aseptic loosening of the femur and the tibial tray implants. The revising surgeon determined that the femur was grossly loose at the cement to bone interface, with the presence of a large cyst beneath the cement mantle. The tibial tray was also grossly loose, but in this case, it was loose at the implant to cement interface, there was no cement bonded to the backside of the tibial tray implant. The cement mantle was removed from the proximal bony tibia without significant bone loss. There was no evidence of effusion or infection, but there was extensive synovitis reported. The patient's primary patella was retained. During implantation of the revision femur construct, a non-displaced femoral fracture was identified, which was treated with two cerclage cables. The patient was placed on limited weight bearing precautions following the revision procedure to further address the bone fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - null. Device history batch -null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.